Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint product was visually inspected and under went chemistry testing. All results were found within specification. Retain product testing: the retain product was tested by chemistry and a visual inspection. All results were within specifications. A product failure was not confirmed. Manufacturing record review: a review of the manufacturing records was performed. The production process records were found to be acceptable. All testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: a review of the directions for use were performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. The consumer stated she did not use the product as instructed in the dfu. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female consumer reported experiencing eye irritation with use of consept onestep. Consumer rinsed her lenses with consept onestep disinfecting solution only, and accidentally and wore the lenses. She saw an ophthalmologist and received 2 eye drops: levofloxacin and fluorometholone. The consumer was advised to remove the contact lenses immediately and rinse your eyes with a lot of water or lukewarm water, if you accidentally put on contact lenses which have not been neutralized and to please use consept onestep according to directions for use. At the time of the call, her eye irritation was relieved.